Event description:
Patient has been experiencing episodes of unconsciousness the last hours at a time constant headaches intercranial pressure irritability confusion difficulty walking maintaining balance posture and an array of other at first effects such as swelling in the neck and back and bruising on the lower back reports constant pain in all areas of the spine. The radiologist placed the items claims that he never did the procedure in the first place although the patient has the records and bills that say otherwise. FDA safety report ID # (B)(4).